Manufacturer narrative:
The scope was returned to olympus for evaluation. The evaluation could not confirm the cause of the reported event. However, a visual inspection was performed on the scope and found greenish stains inside the biopsy channel wall just below the protector boot side when inspected with an olympus boroscope. There was no sign of foreign material or stain inside the suction channel/port, air/water port, and nozzle. Additionally, there were also no signs of foreign material or stain noted on the bending section, insertion tube and distal end areas of the scope. The scope passed the leak test. The service group confirmed the bending section cover glue was cracked. The scope was repaired and returned to the user facility. A review of the instrument history of the scope shows the scope was purchased on (B)(6) 2015 and was last serviced on (B)(6) 2018. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that the scope was reprocessed, and was used on another patient. During the colonoscopy with polypectomy procedure it was reported that a polyp from a previous procedure came out of the scope after a snare was inserted into the scope. The polyp did not fall into the patient but was suctioned from the snare. The polyp was tested and found to be tubular adenoma, consistent with the results of the other retrieved polyps taken from the patient from the previous procedure. The procedure was completed using the same scope. There was no delay in the procedure. The patient did not require a longer stay or additional treatment. The scope was inspected prior to use no restriction observed. The user facility also reported there was no accessory or endotherapy device inserted through the scope prior to procedure. The user facility also shared their reprocessing practices. Pre-cleaning is performed immediately following procedure according to olympus guidelines for gi endoscopes. The scope is leak tested prior to manual cleaning. Manual cleaning is completed with assistance from scope buddy and a flushing pump. Flushing of air into the channel of the endoscope is performed after reprocessing. It is unknown if the user facility utilizes an automated endoscope reprocessor (aer). The scope is stored in a well-ventilated cabinet.